Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown. Analysis of performance data collected from the device indicates that the device reached elective replacement indicator (eri) on (B)(6) 2010 02:15:03 and one patient alert occurred for charge circuit timeout on (B)(6) 2010.

Event description:
It was reported that the patient alert was triggered due to a charge circuit timeout. It was further reported that the device indicated battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.